Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an insulin infusion set used with the ilet, with visual inspection showing no leaks or kinks and blood glucose trending from 183 mg/dl to about 206 mg/dl before the user changed the infusion site; insulin delivery resumed after the site and supplies were replaced, and replacement infusion sets were provided. Symptoms included hyperglycemia. Outcomes included transient elevated glucose outside the target range for about three hours without need for professional medical intervention. Investigation included review of device alerts and delivery history, guided troubleshooting with visual inspection, and assessment of supply change intervals and handling. Investigation of this case revealed that the occlusion condition resolved only after replacement of the infusion set and supplies, indicating a probable infusion set or flow-path obstruction. It was concluded that the event was consistent with an insulin flow occlusion associated with the infusion set, resulting in temporary hyperglycemia that resolved after supply change, with user education and monitoring completed.